Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Dealer claims that motors on unit had a thermal event causing evacuation of the building.

Event description:
Dealer claims that motors on unit had a thermal event causing evacuation of the building.

Manufacturer narrative:
The device was returned and evaluated. There was no evidence of fire/flame damage to the device.